Event description:
The mother contacted the co on 16 june 97 to report that medical intervention was necessary to monitor and help pass a toothbrush head from her son's colon. The 10 yr old boy swallowed the toothbrush head on 4 may 97. The progress of the toothbrush was monitored with the aid of diagnostic x-ray. The last report concludes that the toothbrush has passed.